Event description:
Healthcare professional (hcp) reports 2 patient deaths during a hemodialysis treatment, while using the psn membrane. The dialysis treatments were discontinued and the patients were intubated and transported to the hospital where they were pronounced dead. The patient deaths were attributed to a myocardial infarction and stroke. The first event occurred in march, 1999 and the second event occurred in april, 1999. The physician does not attribute the cause of these deaths to the psn membrane.

Event description:
Healthcare professional (hcp) reports 2 patient deaths during a hemodialysis treatment, while using the psn membrane. The dialysis treatments were discontinued and the patients were intubated and transported to the hospital where they were pronounced dead. The patient deaths were attributed to a myocardial infarction and stroke. The first event occurred in march, 1999 and the second event occurred in april, 1999. The physician does not attribute the cause of these deaths to the psn membrane.